Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: pentaray mapping catheter. Other company¿s devices were used during this study: somatom definition (siemens), avanto (siemens), steerable catheter (xtrem), brk needle (st jude medical), tuohy needle (st jude medical), agilis sheath (st jude medical). (B)(6). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with drug-refractory, scar-related vt underwent vt radiofrequency catheter ablation with image integration and suffered post-procedural complete atrioventricular block. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "image integration to guide catheter ablation in scar-related ventricular tachycardia." The purpose of this study was to report on the systematic use of image integration for scar-related vt ablation. The study was conducted between january 2012 and december 2013. A total of 116 patients were enrolled. It is also reported that 13 patients died due to cardiac causes after a median follow-up of 522 (350-730) days. Bwi will not open complaints for these events as there is no evidence that these adverse events are related to bwi device or procedures. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.